Event description:
It was reported that the catheter packaging was difficult to open and the device became contaminated when it was removed from the packaging. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farapoint catheter was used. The catheter packaging was tight, and the device became contaminated when the packaging was opened. The catheter was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.